Manufacturer narrative:
Reported event: an event regarding wear/metallosis, altr/abnormal ion level and corrosion involving a metal head was reported. Corrosion was confirmed via evaluation of the returned device. The wear/metallosis and altr/abnormal ion level events were not confirmed. Method & results: -product evaluation and results: visual inspection: damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Black debris was observed on the articulating surface and taper of the head. The appearance of the debris is consistent with a corrosion product and material transfer from the stem/biological material. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to a abnormal ion levels. Adverse soft tissue reaction, osteolysis, black debris at the base of the femoral head, trunnion wear, and liner wear were also reported. The subject device has been identified to be within scope of nc and CAPA . Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to elevated chromium and cobalt levels. Intra-operatively, the following were noted: adverse soft tissue reaction, osteolysis, black debris at the base of the femoral head, trunnion wear, and the surgeon reported the liner did not feel as smooth as it should. The head and liner were revised to a new liner and ceramic head with sleeve. Rep provided primary and revision usage sheets, and reported that the hospital would like investigation results when the explants are received. Rep otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to elevated chromium and cobalt levels. Intra-operatively, the following were noted: adverse soft tissue reaction, osteolysis, black debris at the base of the femoral head, trunnion wear, and the surgeon reported the liner did not feel as smooth as it should. The head and liner were revised to a new liner and ceramic head with sleeve. Rep provided primary and revision usage sheets, and reported that the hospital would like investigation results when the explants are received. Rep otherwise confirmed that no further information will be released by the hospital or surgeon.